Event description:
Caller tested 2.5 inr on the coaguchek xs system while a comparison lab returned as 1.6 inr. Patient's warfarin dose was increased based on lab value. No adverse event reported. Requested return of suspect system.

Manufacturer narrative:
The event occurred in (B)(6).